Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that an iol broke in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, during a cataract surgery, the haptic broke in the eye. Apparently the injector would have broken the haptics during the injection. The injector was marked and was put aside by sterilization. Use of another iol, no consequence, but we were too close from the surgery to perform an evaluation. Surgery was completed on the same day. Patient was doing fine. Additional information has been requested.